Event description:
Doctor could not remove healing abutment from implant. So, he had to remove the implant and place a new one.

Event description:
Doctor could not remove healing abutment from implant.